Event description:
It was reported, we were using the omega-3 system, as we were putting a lag screw in, the lag screw stripped at the end of the lag screw where it connects to the handle. We could not advance or takeout the lag screw at that point. We had to use a vice grip and manually take out the lag screw from the femur. At that point the lag screw was stripped and unable to be used again and we had to open another lag screw to finish the case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.